Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had three sensors in one box that were not functional. Her blood glucose was 96mg/dl at the time of reporting. She reported receiving multiple calibration errors. She also stated that there were bits of wire sticking out from the sensors. The sensors are being returned. No additional information was reported.